Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned for eval. A device history record (DHR) review was conducted. The review showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. No sample returned from the customer to investigate. Complaint not confirmed. Root cause - unk.

Event description:
The event is reported as: during incoming inspection a pin-hole was detected on the package. No report of pt involvement/injury.